Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09oct2018. (B)(4). Street address and phone number not provided. The field service engineer (fse) evaluated the device and verified the reported symptom. The fse replaced the gas delivery system (gds) assembly to address the issue. The ventilator passed all testing and operated within the manufacturing specifications.

Event description:
The customer reported that the ventilator cannot be used; the tidal volume value fluctuates in single digits. The customer reported the device was not in use on patient at the time of the event occurred. The event date was not specified; estimate used.